Manufacturer narrative:
It was reported that the device was used on a surgical site. Due to this, the site required topical steroids, oral antihistamines, and continued wound care. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Contact dermatitis from dressing.